Manufacturer narrative:
One 2.6f PICC was returned, in two pieces, for evaluation. The lumen is cut between the 1 and 2cm marks. A visual examination of the device revealed damage to the lumen between the hub and 1cm mark. The lumen appears to have ballooned and then burst. The device was forwarded to the engineering department for further evaluation. Summary: two suppliers were contacted regarding the failure-the supplier who extrudes the lumen and the supplies who molds the catheter hub. The supplier that molds the catheter hub also reviewed their processes and tooling and found no contributing factors. The supplier that extrudes the lumen reviewed their processes and tooling and found several possible contributing factors. Factors which include screw speed, processing temperature, tooling, material suppliers and inspection methods. While no definitive root cause could be determined, the supplier did make several changes in order to minimize this type of occurrence.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
When the catheter was removed it was noted to be "shredded". Distal to the hub the lumen burst.